Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. Further information was requested but not received.

Event description:
Additional information received confirmed that as a resolution the implantable cardioverter defibrillator (ICD) was reprogrammed, and patient condition was stable.